Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert (lia). Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv lead integrity alert warning occurred for increased sic count and rv lead impedance variation in last 60 days. On (B)(6) 2016. Rv pace lead impedance was 1425 ohms on (B)(6) 2016 impedance went up from 494 ohms on (B)(6) 2016 to 1425 ohms on (B)(6) 2016. Sensing integrity counts went up to 338 (within 14 days) along with non-sustained ventricular tachycardia episodes and evidence of oversensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was received for the right ventricular (rv) lead. Interrogation indicated non-sustained ventricular tachycardia (nsvt) episodes that show oversensing compatible with lead failure, high impedance and short v-v intervals. The rv lead was programmed off and later explanted and replaced. It was also reported that the atrial lead was faulty and had been previously programmed off. The atrial lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.